Event description:
It was reported by the account that an oily, greasy lubricant was leaking from the handpiece after sterilization. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.